Manufacturer narrative:
The investigation determined that higher and lower than expected vitros na+ (sodium) results were obtained from two different levels of non-vitros (biorad) quality control (qc) fluids when processed on a vitros 5600 integrated system. The assignable cause of this event is unknown. The customer did not process a within run vitros na+ precision test, therefore the instrument cannot be confirmed or ruled out as the cause. An issue with vitros na+ reagent lot 4223-1009-7288 cannot be ruled out as a potential cause. The qc results are imprecise for both levels, and it is unknown if this is reagent or analyzer related. The customer declined further troubleshooting, and no additional information was able to be obtained from the customer. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4223-1009-7288.

Event description:
A customer obtained higher and lower than expected vitros na+ (sodium) results from two different levels of non-vitros (biorad) quality control fluids when processed on a vitros 5600 integrated system. Biorad l1 lot 45811 result 135.27 mmol/l versus the baseline mean 114.0 mmol/l. Biorad l3 lot 45813 result 142.33 mmol/l versus the baseline mean 170.0 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher and lower than expected vitros na+ results were obtained from non-patient fluids. However, it is not known if vitros na+ patient results were obtained or reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).